Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of under/over deliver outside accurate limit. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pump was not signaling that the feed was done and continued to pump air into the patients stomach. This happened several times. Then, the staff set the pump to deliver only the amount required so the pump would automatically shut off before pump air. The pump did not work properly, the amount to be delivered was set at 300ml at a delivery rate of 85ml per hour. The pump signaled that it was complete but only delivered 100ml over the 3.5 hours. The patient was underfed by 200ml. There was no patient harm and no medical intervention required.